Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the supply line (white clamps) of the homechoice cassette and the supply bag that led to this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient to contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available